Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a generator change procedure, the patient presented with noise, low sensing and high capture threshold on their right atrial lead. The lead was capped and replaced on (B)(6) 2021. The patient was asymptomatic and in stable throughout the procedure.